Manufacturer narrative:
Sorin group received a report that air was entrained via a port/tubing connection site of the heart lung pack circuit during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that air was entrained via a port/tubing connection site of the heart lung pack circuit during set up. There was no patient involvement.